Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reported symptom (air detected in cassette warning) was not confirmed. The reported symptom (power fail recovery failed) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. The fifteen minute self-test / treatment was perform. During treatment, turning the cycler off then back on again, the power fail recovery resumed to the treatment as intended. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A DHR review found mushroom head check: (B)(6) 2017.

Event description:
Peritoneal dialysis patient reported encountering an air detected in cassette warning during drain 0 of 3. Patient resumed treatment but continued to receive the warning. Patient did not see air in any of the lines or bags. Line connections are secure and unused lines are clamped. During trouble shooting the patient observed a fluid leak when removing the cassette. Patient was advised to discontinue use of the liberty select. Patient was advised to contact the clinic. Additional information was solicited. The liberty select was replaced.